Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient's lactate dehydrogenase (ldh) levels are slowly rising despite therapeutic levels of heparin and coumadin. Pump powers recently elevated on (b(6) 2014 and (B)(6) 2014 although reportedly, the lvad "sounds smooth". The speed was increased on (B)(6) 2014 from 8600 rpm to 8800 rpm. The patient experienced atrial fibrillation over the previous weekend, which resolved. No alarms were noted. The patient's ldh continued to rise and on (B)(6) 2014 the patient underwent a pump exchange.

Manufacturer narrative:
Approximate age of device: 13 days. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The evaluation of the returned lvad pump confirmed the report of elevated lactate dehydrogenase (ldh) and elevated pump power. The vad was returned assembled with the driveline cut approximately 12¿ from the pump housing and the remainder of the driveline was returned in one segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and outflow elbow were returned attached to their respective pump ports. The sealed outflow graft and sealed outflow graft bend relief were not returned. Examination of the sealed inflow conduit and outflow elbow did not reveal any adhered deposition or thrombus formation that would have affected pump function. Examination of the proximal side of the outlet stator revealed a non-laminated tissue-like deposition surrounding the outlet bearing ball, occluding the outlet stator. Although it did not appear to have originated in this location, the portion of the deposition in contact with the bearing showed evidence of denaturing and contact marks were present on the outlet bearing cup indicating that the deposition was present for an undetermined amount of time while the pump was operating. The observed deposition would have potentially contributed to the patient¿s elevated ldh and the elevated pump powers captured in the submitted system controller log file. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: ldh continues to increase to 1,100 with power spikes; currently on asa, coumadin, dipyramidole, and hep gtt. Plan for pump exchange. Or note: large amt of clots were noted adherent to lv wall. These were removed piecemeal using heavy suction and once all the clots was then removed from sewing ring as well. Thorough evaluation of lvad did not reveal anymore clots; however, clots behind the trabeculae could not be visualized and cannot be commented on. Pump to return to the manufacture.